Event description:
A (B)(6) male with a wide superior hypophyseal aneurysm underwent a coil embolization treatment with the comaneci embolization assist device. The physician placed the coil inside the aneurysm, then deflated the comaneci for two minutes to verify that coil was situated inside the aneurysm. However, upon coil detachment and final reduction of the comaneci, the coil migrated out of the aneurysm into the distal mca branch. The coil was retrieved after several attempts. Due to the coil migration and retrieval maneuvers, a clot formed and mechanical thrombectomy was performed. An mca dissection was reported, it occurred during the mechanical thrombectomy and was classified as unrelated to the comaneci device. The procedure ended by placing an atlas stent. Patient was extubated post-procedure and transferred to pacu. Post-procedure CT demonstrated sah.

Manufacturer narrative:
As reported from the field, the intraprocedural coil migration was not associated to the device. Intraprocedural coil migration and clot formation are known complications of wide neck aneurysm embolization treatments with assist devices. This case was part of the success post market surveillance study. The company will submit follow up report if the indicated coil migration, clot formation and sah will be determined as possibly related by the dsmb.